Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9 device available for evaluation - correction. G3: date received by manufacturer - additional. H2: additional information - correction. H6: type of investigation ¿ correction.

Event description:
It was reported that an unexpected receiver shutdown occurred. Data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.